Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. The patient was treated with injection reflin (1gram per day, route not reported), injection tobramycin (40milligram per day, route not reported) and injection heparin (25000 international units (iu), 5 milliliters thrice a day, route not reported) for the event. At the time of this report, treatment was ongoing. It was not reported if the patient had recovered from the event. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.